Event description:
Livanova deutschland received a report about a heater-cooler 3t system displaying error codes e5 (pump does not start (measured by power consumption: power consumption is too low), e6 (pump (stirring mechanism) uses too much power) and e7 (pump (stirring mechanism) is blocked (too slow)), on the patient side. The issue occurred during maintenance. There is no report of patient/user injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. G.5. The heater-cooler 16-02-80 is not distributed in the USA, and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H.11 livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in the united kingdom. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.